Event description:
A customer reported receiving cgm error code 42 related to a malfunction in their device. There was no information available regarding the blood glucose level, and it was not specified whether there was an adverse impact. The complaint indicated that the company was awaiting the return of the device for examination, but no additional information regarding the outcome of the event was provided.